Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure not available. Review of the system log file showed that error occurred with the ippc (image processing pc) network. Although the soft reboot did not work, the system restart appears to have resolved the issue, after system restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that, system was unable to do x-ray and given message that "exposure not available." System was in clinical use. No harm has been reported to philips.